Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported a vertical line appeared in the middle of the meter display the last two months. No adverse event reported. Requested return of the alleged meter for evaluation.